Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed that the needle has been bent straight and needle shaft has a unnatural curve to it both vertically and horizontally. The depth gauge has been moved from manufactured specifications, the deployment knob is not returned to the most proximal position. The sutures were not returned with device and has been what appears to be deployed once. The needle overmold assembly has been twisted and the end is deformed from manufacturers intent. A functional evaluation revealed that the depth gauge works as intended, the deployment knob when engaged will move the actuator push assembly. The actuator push assembly is twisted to the side against manufacturers intent. The deployment knob refuses to return to proximal position even when tried manually it has to much resistance. Can¿t test anchor deployment as no anchors with device, actuator twisted, and deployment knob will not return to proper position. A review of the instructions for use found: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that after deployment of t1 the t2 deploy prematurely into the meniscus. The ts were removed and the problem solved using a back up device with no delays. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.